Event description:
The following event was reported to implantcast gmbh: "the rasp handle comes loose when tapping the rasp." Note: it is known that the issue occurred intraoperatively and that it caused a prolongation of the surgery of 10 minutes. It is not known how exactly the surgery was finished (e.g. With another product or with the product in question). The lot number of the affected product is unknown as it has not been reported by the reporting person and the product has not been returned to implantcast gmbh. Follow-up: the affected product was provided to implantcast gmbh on 11/27/2025.

Manufacturer narrative:
According to the description of the event, a broach handle came loose from the attached rasp when tapping it during regular use. It was reported that the incident occurred intraoperatively, and the duration of the surgery was extended by 10 minutes. It remains unclear how exactly the surgery could be finished since no further information was provided. The affected product was provided to implantcast gmbh on 11/27/2025. During optical examination of the handle it was noted that the locking mechanism via which broaches can be attached, is overly loose. Manufacturing documents and material certificates of the product were checked and did not display any flaws. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the broach handle. A possible root cause for the loosening of the locking mechanism could be applied forces during regular use. The product was in use for over three years. However, hits can neither be confirmed nor denied. The event was assigned to the error pattern "attachment does not fit instrument/implant" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the rasp handle comes loose when tapping the rasp." Note: it is known that the issue occurred intraoperatively and that it caused a prolongation of the surgery of 10 minutes. It is not known how exactly the surgery was finished (e.g. With another product or with the product in question). The lot number of the affected product is unknown as it has not been reported by the reporting person and the product has not been returned to implantcast gmbh.

Manufacturer narrative:
According to the description of the event, a broach handle came loose from the attached rasp when tapping it during regular use. Neither the concerned product, nor photos of it were provided by the customer for further investigation. The lot number of the affected product is unknown. An inspection of manufacturing documents and material certificates was therefore not possible. It was reported that the incident occurred intraoperatively, and the duration of the surgery was extended by 10 minutes. It remains unclear how exactly the surgery could be finished since no further information was provided. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the broach handle. Due to lack of information, it is hard do determine a possible root cause. It is possible that the locking mechanism of the broach handle may be defective. However, this cannot be confirmed or denied due to a lack of information. Since the lot number is unknown, it cannot be determined how long the product was in use. The event was assigned to the error pattern "attachment does not fit instrument/implant" in the associated risk management.